Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill test to reservoir per dop114-811 and es9041. Reservoir occluded during test. Also performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger. 1.- value: .10 evaluated 1 open or used reservoir. Performed pre-fill test to reservoirs per dop114-811. No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. Also performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger. 1.- value: .05

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and air bubble in the reservoir. Customer's blood glucose value was 47 mg/dl at the time of the incident. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was not able to remove the plunger rod. The insulin pump will not be returned for analysis.